Event description:
Boston scientific received information that during the implant procedure during this left ventricular lead positioning, visual observation revealed a gap between the 8fr sheath and this lead. The patient's breathing became symptomatic. It was thought this was due to air bubbles that may have released into the vein. The patient's symptoms resolved and this lead was implanted successfully. No further symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.